Event description:
The recipient reportedly experienced retention issues. The recipient ceased device use in (B)(6) 2018. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The external visual inspection revealed the electrode was severed near the array and cut silicone overmold was observed near the fantail region prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.